Manufacturer narrative:
Review of the device logs found evidence of ECG monitoring failure and ECG lead fault. Bench testing and ECG stressing were performed on the equipment and the customer's report was not replicated or confirmed. The defibrillator receptacle and mfc cable were replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal error occurred - system reset required" message and a "do not use" icon. Complainant indicated that there was no patient involvement in the reported malfunction.